Event description:
Bb-tak broke in two pieces while resident was operating. Piece that was in patient's bone was retrieved by resident successfully. Both pieces were verified out of patient and confirmed under radiology guidance. Defective pieces kept for inspection/investigation. No harm to patient.